Event description:
Balloon burst. The report from the affiliate indicated that a patient with calcified vessels was undergoing balloon dilation of the femoral artery. The 8cmx5mm opta pro balloon was inflated once at an unknown pressure, when it burst. The procedure was completed with another balloon catheter, and there were no adverse effects to the patient.

Manufacturer narrative:
The product was returned for evulation and testing; however, the engineering evaluation is not completed. Additional information will be submitted within 30 days upon receipt.